Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the blade was lifted. A 2cm peripheral cutting balloon¿ was selected for use. During the procedure, it was noted that the cutting blade almost came off. The device was simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The balloon was returned unfolded with indicates it had been subjected to positive pressure. A visual and microscopic examination was performed on the balloon material. No damage was noted to the balloon material. During analysis the balloon was deflated and inflated with no issues notes. A visual and microscopic examination of the 2cm pcb device identified that approximately 1cm of one the 2cm blades was completely detached from the balloon material. The entire 2cm pad and remaining 1cm of blade was intact and undamaged. This damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device. The detached section of blade was not returned for analysis and its location is unknown. All other blades were present and fully bonded to the balloon material. No issues were noted with the blades or pads that have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination identified no issues with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was further reported that the blade was lifted but still attached on the balloon. No fragment of the blade remained inside the patient.